Event description:
On 10/25/2006 nellcor puritan bennet received a call from the customer requesting the main pcb to be changed. At the time the customer did not have the failure information. During the failure investigation on 11/15/06, the failure of no audio was found. The failure was isolated to the main pcb. There was no patient harm reported.